Event description:
Reported small burn to liver during a lap chole; no patient medical intervention needed and hospital did not do an incident report. Sales rep thought this was due to instrument that caused burn. Further patient information is not available at this time.

Manufacturer narrative:
Sparking on the tip was replicated in the lab, under certain simulated conditions, allowing eschar buildup on the tip insulation material. Such eschar would occur in the area of the surgeon's field of view, can occur on the tip in normal use, and can be cleaned off by the surgeon.